Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The health care professional (hcp) requested technical services (ts) to analyze the sicd battery data. Ts was unable to analyze the data provided and requested for current data to be resent. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The health care professional (hcp) requested technical services (ts) to analyze the sicd battery data. Ts was unable to analyze the data provided and requested for current data to be resent. The device remains in service. No adverse patient effects were reported. Additional information received states that disk data analysis was performed by technical services (ts). Ts analysis concluded that the pacemaker power consumption was stable, and the battery appears to be decreasing normally. No adverse patient effects were reported.